Event description:
Customer reported via phone call that the down arrow button on the insulin pump is not responding. The scroll bar does not move. Blood glucose value was 7.5 mmol/l. Customer stated that the insulin pump might have been exposed to moisture when being left in the bathroom while taking showers. Customer was advised to remove the battery for 5 minutes; customer stated that the keypad was functioning. Customer requested the insulin pump to be replaced.

Manufacturer narrative:
Insulin pump received with no act and down button response due to corroded keypad traces. No moisture damage inside noted. Device received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.